Manufacturer narrative:
The actual device was not returned to the manufacturer's for evaluation. Us local authorized service engineer ((B)(6) personnel) checked the actual suspected device unit at customer site on behalf of manufacturer on may 3rd, 2016. (B)(6) service technician evaluated the device for calibration and performance of laser and accessories. The cellulaze-slt ii unit and relevant accessories were determined to be operating properly within their specifications. No failure detected ((B)(4). Treatment parameters, used by the physician at the time of the event, were not made available by the physician. The investigation carried out did not conclude that a design deficiency or device malfunctioning was responsible for causing the event. Rather, it could be assumed that there was a human factors issue, where a failure to properly use the device, contributed to the event. In fact, the operator manual code om094e1_g.v10 (current release delivered with the medical device) in section 8 ' clinical application' chapter 'precisiontx contraindications' reports that the workstation is contraindicated for those patients who: use therapies or medications that may interfere with the protocol, take photosensitive medications, have had recent surgery or disorder of area being treated. The same contraindications are reported in the 'precisiontx clinical reference guide' cod. 921-7019-000 rev. 2 in chapter 2 'clinical application' at paragraph 'contraindications'. Moreover the operator manual code om994e1_g.v10 in section 8 'clinical application' chapter 'precisiontx adverse effects' reports that scars are forseeable side effects of the treatment. Scars can be meant as the expected evolution of a high degree burn. Based on the fact that the patient's neck was treated, just before the treatment with cynosure cellulase - slt ii, in the same area with the affirm co2 laser medical device it is possible to conclude that the physician has used the device in contradiction to what stated in the above mentioned documents. In fact the affirm co2 treatment, given just before the nd:yag treatment, has led the patient to the conditions for which the precisiontx, and generally the cynosure cellulase - slt ii, workstation is contraindicated. No failure detected in the actual device evaluated. Device working within specs. Based on that, no remedial actions are required. This initial report is to be considered as final report, unless FDA has further questions. Device evaluation performed by local service.

Event description:
North america importer/distributor, (B)(6) located in (B)(4) USA, notified us about an adverse event they recently became aware of. Involved device was cynosure celulaze - slt ii model number m094e1, s/n (B)(4), manufactured by el.en. Electronic engineering (B)(4). The actual date of event is (B)(6) 2016 and (B)(6) became aware of this incident on may 1st, 2016. Event took place in the united states territory at (B)(6). (B)(6)'s clinical investigator collected information from customer and informed us that one cynosure celulaze - slt ii laser was involved in an nd:yag laser treatment on patient who developed third degree burns in the treatment region (neck). Moreover, he informed us that before the treatment with the cynosure celulaze - slt ii device, the patient was treated with the affirm co2 laser (manufactured by (B)(4)) in the same area. Both laser treatments were performed on the same day on the patient's neck. (B)(6) have submitted an MDR report concerning this event for both the laser medical devices involved, on may 25th, 2016: report #(B)(4) for the cynosure cellulaze - slt ii device as importer. The manufacturer of this device is el.en. Electronic engineering (B)(4). Report # 1222993-2016-00018 for the cynosure affirm co2 laser as the manufacturer of the device.